Manufacturer narrative:
The application support manager (asm) was on site giving surgery support. Asm noticed suction loss possibly occurred due to technician leaning on chair during ifs flap creation. Asm discussed this issue with the doctor and technicians and emphasized on the importance of not leaning against chair to help prevent suction loss. Asm checked the delta values on the unit, which were z = 0 at 100, 200, 300, and 400 micrometer (um). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a surgery support visit, suction loss occurred patient's left eye (os) during femtosecond laser (ifs) raster pattern. The doctor re-attained suction and completed flap lift and excimer idesign ilasik treatment. Doctor used a diamond blade to manually dissect flap and completed excimer treatment. It was reported that the procedure completed successfully by using the same pi. One (1) day post-op uncorrected visual acuity (ucva) of the left eye (os) was 20/25. There was no loss in vision and no other medical or surgical intervention reported.